Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin leaked into the reservoir compartment from the reservoir barrel. The customer's blood glucose was 260 mg/dl. The customer was advised to disconnect from the insulin pump, to remove the reservoir and to dry the reservoir compartment with a lint free cloth or sterile gauze. The customer stated that they used napkin and there were no debris left over. Nothing further was reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.